Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited oversensing of noise resulting in inappropriate shock for the patient. Device therapy was turned off in the clinic. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.